Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain at the ipg site. In addition, it was determined the ipg had eroded through the skin. As a result, surgical intervention occurred wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: section d7 - the explant date should have been (B)(6) 2022(new date) rather than (B)(6) 2022 (old date).